Event description:
It was reported to boston scientific corp that a solyx sis system was used during a mid-urethral sling placement procedure. According to the complainant, during the procedure, the bladder was perforated. The bladder was sutured and there were no other pt complications. The procedure was completed with another solyx sis system and the pt's condition at the conclusion of the procedure was reported to be "okay". The physician indicated that he will place a foley catheter for one week following the procedure.